Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed under non-general anesthesia sedation. A watchman access system (was) and a 35 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was fully recaptured once before successfully being implanted in the laa of the patient. After the closure device was implanted the physician noticed air in the pulmonary artery and air trapped in the laa behind the implanted closure device. The procedure was completed with no complications or intervention performed. Post procedure when the patient was woken up, they displayed neurological deficits associated with the left side of their body and extremities. The patient was not fully responsive. The patient is believed to have experienced a cerebral vascular accident. No intervention was performed at the time, and the patient remains hospitalized as a result of this event.